Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had inconsistent and involuntary movements, requiring a new mcs instrument to continue the surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The failure was related to the inability to move the instrument at all, the instrument remained static. The movements scaled appropriately. The instrument did not move in the intended direction. The customer described an involuntary movement, as the doctor directed the movement to the right and it moved everywhere. The timing of the instrument was not appropriate. The motion issue did not result in the jaws of the instrument being stuck in an open position and unable to close. There was no shakiness and or friction. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The customer did not notice if the issue was persistent or intermittent. It was solved by replacing the clamp with another of the same model. There was no injury to the patient. The procedure was completed robotically. The device was inspected and there was no damage or anything out of the ordinary. The instrument is available for return. The procedure was not recorded but the customer was able to provide a recording of the inconsistent movement after the clamps were removed. The surgeon noticed inconsistent movement of the mcs. The mcs moved on its own. The instrument was in its third use. The surgeon reported that when performing the movement to open the mcs it made an extra movement without the surgeon making the movement, as if the wrist movement was displaced. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: the video shows an mcs instrument off the system. It appears that someone is manually rotating the input disks to produce the movement of the wrist shown in the video. The motion does seem to be slightly jerky, suggesting there might be friction in the instrument. Fae could not tell from this video whether the motion is unintuitive, would need to see the input disks being turned and the distal end at the same time. Uncontrolled motion can only be identified when an instrument is installed on a system.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and the cut test was performed. The scissors cut cleanly through 0.006" latex. The latex did not snag at the scissor tips. The blade edges were not damaged. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.